Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Implantable cardioverter defibrillator (ICD) was explanted due to elective replacement time and returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.